Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their one touch verio iq meter read inaccurately high when compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began on the morning of (B)(6) 2014. The patient reported obtaining a blood glucose reading of ¿upper 200s md/dl¿ on the subject meter but did not provide an exact result. The patient manages their diabetes with self-adjusted insulin. The patient reported eating more food/drink at an unknown time on the same day. The patient denied developing any symptoms as a result of the alleged product issue. The patient reported administering 20 units of lantus insulin on the afternoon of (B)(6) 2014. At the time of troubleshooting the csr verified that the unit of measure was set correctly and the test strips were stored correctly (per owner¿s booklet recommendation). The csr walked the patient through a control solution test with the subject meter and the results fell outside the accepted range as printed on the test strip vial. Replacement products were sent to the patient. Based on the information provided, there is no evidence that the product caused or contributed to a serious injury. The patient did not report any symptoms and did not administer inappropriate self-treatment based on the blood glucose meter result. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.